Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 (air in set) during dwell 1 of 5 on the homechoice (hc). The technical service representative (tsr) had the home patient (hp) cycle power to a system error 2367 and then the tsr had the hp cycle power to press go to start. The tsr had the hp disconnect and remove the cassette. The tsr assisted the hp to clear the alarms and advised the hp to contact the registered nurse (rn). There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because the disposable set was not returned to baxter for evaluation, the lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.